Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies on the 28th february 2018. Upon receipt of the device, the device was unable to power on and no status indicator was observed, as per reported faults. During disassembly of device, corrosion and moisture ingress was evident across the pcba. Corrosion across these circuits would have resulted in multiple failure modes including but not limited to, the device switching on automatically and unable to power on device. Information from the history log shows the device performed to specification up to the 28th july 2019. This would indicate the failures had occurred after this date. The user should be advised of the recommended storage conditions as detailed within the user manual as being located in a clean, dry environment at a temperature between 0 to 50°c and 5 to 95% relative humidity (non-condensing). It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped.

Event description:
There is no flashing, no indicator, and no power. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There is no flashing, no indicator, and no power. There was no patient involved in this event.